Event description:
Reporter alleged blood glucose was 50 mg/dl at breakfast and at lunch was 109 mg/dl. It was reported customer took normal medication and had a snack at 4 pm however at 6 pm glucose was measured at 170 mg/dl so wen to the emergency room (ER) at 8 pm. Reporter stated ER measured glucose to be 65 mg/dl versus another comparative with customer's meter of 207 mg/dl. No treatment info was provided due to the results obtained at the hosp. A request has been made for the return of the suspect device and replacement product was sent.